Event description:
As reported, while expanding a .035 10.0x39 80 genesis stent delivery system (sds) the balloon burst during the inflation, so an unknown balloon was needed to complete the procedure. There was no reported patient injury. The device was prepped in the tray. The stent was not manipulated during prep and was properly mounted on the system when inspected prior to use. When the device was removed from the tray the stent was still constrained within the outer member/sheath. There was no difficulty encountered when flushing the stopcock or the sds. There was no issue with the actual stent versus the catheter tip. A palmaz genesis stent was used when the device malfunctioned. An 8f non-cordis sheath and 7f unknown guide catheter were used during the procedure. The device will be returned for evaluation as it was discarded. .

Manufacturer narrative:
This device has not been received for testing and evaluation. Device history record (DHR) review is pending. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g3,g4,g6,h1,h2,h3 ,h6 and h10. While expanding a .035 10.0x39 80 genesis stent delivery system (sds) the balloon burst during the inflation, so an unknown balloon was needed to complete the procedure. There was no reported patient injury. The device was prepped in the tray. The stent was not manipulated during prep and was properly mounted on the system when inspected prior to use. When the device was removed from the tray the stent was still constrained within the outer member/sheath. There was no difficulty encountered when flushing the stopcock or the sds. There was no issue with the actual stent versus the catheter tip. A palmaz genesis stent was used when the device malfunctioned. An 8f non-cordis sheath and 7f unknown guide catheter were used during the procedure. The product was returned for analysis. One non-sterile unit of catheter sds genesis .035 10.0x39 80cm sds was received coiled inside of a clear plastic bag. Per visual analysis, the balloon looks like it was previously inflated, the stent was not present in place, and it was not returned. No other anomalies were found on the device. Per functional analysis the balloon was inflated successfully at 10 atmospheres (device¿s rated burst pressure) with the inflator device. No difficulty nor anomaly was observed during test. A product history record (phr) review of lot 82212961 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds burst¿ was not confirmed by analysis of the returned device. The exact cause of the reported event could not be confirmed. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ the device performed as intended and therefore could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated d8,d9,g4,g7,h1,h2,h3,h6 a review of the manufacturing documentation associated with this lot# 82212961 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.